Event description:
It was reported that during incoming inspection 'found stain on product."

Manufacturer narrative:
An evaluation was performed on (B)(4) 2014. Received seventeen unused i.d. 7.5mm, catalog number 61110075 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 7.5 mm and work order (B)(4). The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: four units returned showed no signs of foreign substance in package, where as one unit was confirmed for foreign substance in package and twelve units confirmed for stain on product. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that thirteen out of seventeen units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.